Manufacturer narrative:
Complaint conclusion: as reported, the balloon of the 5f mynx control vascular closure device (vcd) ruptured in the preparation phase. There was no reported patient injury. The mynx vcd was used in an interventional peripheral. The mynx vcd was prepped according to IFU instructions. The deployer was mynx certified. A 5f sheath was used. Another mynx device was used to achieve hemostasis. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis button 1, button 2, and the sealant remained in the manufacturing position. The procedural sheath and the syringe were not returned with the device. Per functional analysis, an attempt was made to inflate the device with water and a ruptured balloon was observed during the leak test. Per microscopic analysis, a radial tear was observed at 4 mm from the balloon¿s proximal tip under the high magnification. A product history record (phr) review of lot f2101501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure- during prep¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as forceful insertion or friction, may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the 5f mynx control vascular closure device (vcd) ruptured in the preparation phase. There was no reported patient injury. The mynx vcd was used in an interventional peripheral. The mynx vcd was prepped according to IFU instructions. The deployer was mynx certified. A 5f sheath was used. Another mynx device was used to achieve hemostasis. The device is expected to be returned for analysis.